Event description:
Information received indicates the casters still roll when in brake.

Manufacturer narrative:
The technician found the screw in hex rod was broken off, causing the rod to slide out of position. The technician replaced the broken screw to repair the stretcher.